Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that device turns on but will no load. Constant spinning on screen until alarm tone is heard. To resolved the problem, the fse replaced (0670-00-1164) front end board. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) turned on but did not perform. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: d5, g1(contact person)

Event description:
N/a.